Event description:
Customer reported the set is leaking radioactive isotopes. Customer stated it was determined that the majority of the leaking was due to improper technique and not a defective product. The rest of the concerns are with the design of the product and some leaking when disconnecting the syringe from the cap. The reported condition occurred during patient use. The stress lab had to be closed for 2 days due to the surface in which the isotopes were spilled was not cleanable. No patient injury or medical intervention occurred.

Manufacturer narrative:
The sample is not available therefore, no evaluation can be performed to determine the root cause.the lot number was not available, therefore a batch review could not be conducted.should additional information become available, a follow-up medwatch will be submitted. (B)(4).